Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Event description:
It was reported that .. "The torque wrench was broken during the 3.screw final tightening. The rest of the 3 screw were tightened by universal tightener."

Manufacturer narrative:
Visual inspection, functional inspection, and device history review visual inspection: the returned torque wrench was examined and the hex tip was confirmed to be separated from the torque wrench. The breakage occurred within the inner cylinder, exposing the inner pin of the torque wrench. Functional inspection: not applicable due to the hex tip being broken. Device history review: one unit was scrapped as a result of the issue. A functional test and a check of appearance and shape were done on all remaining units from the batch and met specifications. The returned sample was visually examined and breakage of the hex tip was confirmed. A previous investigation was performed for a similar complaint in which the sample was sent for external testing. The cause of the breakage at this location is within the scope of a corrective action initiated earlier this year for the same issue with this device.

Event description:
It was reported that "the torque wrench was broken during the 3 screw final tightening. The rest of the 3 screws were tightened by universal tightener."